Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to the iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Information received from (B)(6). Intraocular lens iol too rigid to be implanted in very young children under 5 years of age. Caused capsular rupture of the lens; problem code: a051102 - sharp edges.

Manufacturer narrative:
This follow-up report #2 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #2. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has been being waited for return. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: pc-60r). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil. Information received from notivisa 2025.02.002740. Intraocular lens iol too rigid to be implanted in very young children under 5 years of age. Caused capsular rupture of the lens; problem code: a051102 - sharp edges. Additional information received via email from distributor on 24mar2025: the event occurred at (B)(6) hospital. The iol implanted into the patient's eye was hoya isert pc-60r 20.5. The implant date is (B)(6) 2025. The patient impact level is temporary. There was a rupture of the capsular bag. The optic caused problems. The patient became aphakic after the surgery. Secondary surgery will be necessary later.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated code for health effect - impact code to f1901 - additional surgery. Additional information: b5 - updated event description with additional information from distributor.

Event description:
Event occurred in brazil. Information received from notivisa 2025.02.002740. Intraocular lens iol too rigid to be implanted in very young children under 5 years of age. Caused capsular rupture of the lens; problem code: a051102 - sharp edges. Additional information received via email from distributor on 24mar2025: the event occurred at hospital (B)(6). The iol implanted into the patient's eye was hoya isert (B)(6). The implant date is (B)(6) 2025. The patient impact level is temporary. There was a rupture of the capsular bag. The optic caused problems. The patient became aphakic after the surgery. Secondary surgery will be necessary later.